Event description:
The design of this product is very poor. When cocking the needle, I pull on the handle with my right hand. I'm holding the rest of the lancing device with my left hand. If I don't take special care to avoid holding the device by the cap with my left hand, I end up pulling the cap off and exposing the needle. Most recently, the cap flew out of my left hand and I ended up slicing a cut in my left hand index finger with the needle. There should be a lock on the cap, or the tension required to pull off the cap should be more than that required to cock the needle. Or there should be finger grooves on the device body to guide people to hold the lancing device in the appropriate place when cocking the needle. It is not natural to hold the lancing device in the middle of the device by the left hand when cocking the needle with the right hand, but this is the only way to avoid this problem.